Event description:
It was reported the customer received a failed self test alarm on their guardian monitor. Customer's blood glucose was unknown at the time of the call. Customer also reported receiving a lost sensor alert around the same time the failed self test alarm occurred. Customer was advised their guardian monitor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The transmitter was received with an alarm due to a faulty connector on the interface board.